Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is being submitted via a 30 day report. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008; 7001 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced due to an endocarditis infection. No further patient complications have been reported as a result of this event.